Manufacturer narrative:
The sample was collected in a becton dickinson lithium heparin plasma tube with gel separator. Qc was within the specifications before and after the event. A system check performed on (B)(4) 2011 passed all specifications. Troponin I was calibrated on (B)(4) 2011. Bci field service engineer (fse) was on site on (B)(4) 2011. The fse proactively replaced mixers, tubing and probes. The fse discussed the importance of pre-analytical sample handling with the customer specifically following instructions for mixing and spinning tubes. No clear root cause for this event has been determined.

Event description:
A customer contacted beckman coulter, inc (bci) in regards to a non-reproducible false positive troponin (accutni) result, above the ami cut off, generated by access 2 immunoassay system for one patient's sample. The result was not reported out of the laboratory. Repeat analysis on the same and on an alternate instrument produced results within the normal reference rage. There was no report of death, injury, serious medical deterioration, or inappropriate medical treatment connected to this event.